Event description:
It was reported that the pump volume or vibration was too high. Customer's blood glucose level was 117-170 mg/dl. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.